Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump shows a blank screen with a black line across screen and an audible alarm, and it will not turn off unless the battery is removed. There was no patient involvement.

Manufacturer narrative:
D3: manufacturing plant address, city, zip code- updated. H3: the suspect pump was returned for evaluation. The device was visually inspected. There were no anomalies noted upon visual inspection. A functional test was performed, and the reported issue was confirmed. The root cause of the issue was due to main board. The new main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.